Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Normally, full reprocessing is completed at the facility in a steelco ewsi reprocessor with peracept being used with it. Endozyme is used for manual cleaning. The device is returned, and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. It was observed that a black rubber like material is present in the air/water nozzle. This material does not originate from the device. A comprehensive leakage check was completed, the device was confirmed to be leaking from the biopsy channel. The user¿s complaint of leak was confirmed, though leak was not in the distal end. Other observations for the device: lenses adhesive worn; distal end adhesive lifting; scope connector has water ingress; angle is low; and knobs have play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device foe evaluation and repair of an leakage from distal end issue identified during reprocessing. There is no patient involvement. The previous procedure was completed with the same device with no delay or issue. Prior to returning, the device was not fully reprocessed due to the leaking issue. Pre-cleaning was performed. Upon evaluation of the returned device, it was observed that a black rubber like material is present in the air/water nozzle. This material does not originate from the device. This medwatch is being submitted for the reportable issue of a black rubber like material present in the air/water nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remained in nozzle since reprocessing could not be completed due to leakage at biopsy channel. The root cause is attributed to device failure but cannot be traced specifically. It is not a departure from instructions for use for the user to abort reprocessing when a leak occurs. The event is addressed in the reprocessing manual which state: leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.